Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of 17 months due to calcification and end stage renal failure. The valve was replaced with a mechanical prosthesis. Via follow-up to obtain additional records and event details, the healthcare provider declined to release info to edwards due to privacy concerns. There has been no allegation of a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Method: device evaluation anticipated, not yet begun. As stated, the healthcare provider declined to provide additional information or records for this event, however, attempts are ongoing. Results of device evaluation and manufacturing review will be reported once completed.

Manufacturer narrative:
X-ray. Evaluation summary: the explanted device was returned and evaluated by edwards lifesciences. The valve exhibited heavy calcification in the cusp area of leaflets 1 and 2. Calcification was moderate in the cusp area of leaflet 3. At the free margins calcification was minimal to moderate at leaflets 1 and 2, and moderate to heavy at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 5-6mm. Host tissue was heavy at the stent inflow and moderate at stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation confirms extensive calcification as the primary mode of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth at the outflow aspect of the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Although no additional information was released, it was initially reported that this patient suffers from end stage renal disease. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.